Manufacturer narrative:
The user facility is outside of the us. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided, date of event unknown; brand name unknown; device product code unknown; device info unknown; date implanted unknown; date explanted unknown. Initial reporter name this article was written by (B)(6); 510k number unknown; manufacture date unknown.

Event description:
Information was received based on review of a journal article titled, results of the total evolutive shoulder system a single-centre study of 56 consecutive patients, which aimed to examine the short-term results and complications of the tess system. The study consisted of 56 patients, 36 females and 13 males, who underwent total shoulder arthroplasty between (B)(6) 2007 and (B)(6) 2009. The ages of the patients ranged from 50 to 83 years. The journal article revealed the following, 2 patients had superficial wound infections; 1 patient had instability secondary to mal-positioned glenosphere; 1 patient was revised due to dislocation; 1 patient had an intraoperative fracture of the glenoid cavity; 1 patient had a disassociated stem. The authors of the article concluded that the tess prosthesis showed promising short-term results with few complications. The reverse version could be implanted without a stem if initial stability was adequate.